Event description:
The hospital reported that during the saphenous vein harvesting procedure, after a hole had been made on the vein the groin area, c02 embolism occurred. The co2 line was shut off and the pt's breathing normalized. The hole was repaired and the co2 line restarted. The procedure was completed without further issues. No other pt complications were reported. The physician assistant performing the procedure reported that the cause for the embolism was the hole in the vein and not to any device malfunction.